Manufacturer narrative:
(B)(4), currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to low blood glucose of 39 mg/dl. At the time of the incident the blood glucose was 50 mg/dl. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was over delivering. Ran self-test on the pump and it passed. Customer had got "surgy" and he is taking medicines for and explain that can be a cause of the low blood glucose. Customer was not sure if the pump has anything to do with it or if it is him from 50 years of being diabetic. Customer treated low blood glucose with food. The drive support cap appears normal. Customer was unable to complete troubleshooting, he is at work and will call back either this evening to complete troubleshoot or tomorrow. Customer stated that he is sure he has had a low this week but is unsure of the date. After he had kidney transplant, the lows have been every other day. Customer stated that he has to weigh himself every morning. Customer stated that he had to change the site in the morning once this week because the site was bleeding. The insulin pump will not be returned for analysis.